Manufacturer narrative:
The previously reported reporter address line 1 was incorrect; the correct address is (B)(6).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.